Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the bag/vent switch was damaged, possibly affecting functionality. There was no report of patient involvement.

Manufacturer narrative:
Additional information received that the cracked bag/vent switch did not affect the unit's functionality. Reported complaint does not affect the function of the anesthesia machine. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the service record, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. Additional information received that the cracked bag/vent switch did not affect the unit's functionality. Reported complaint does not affect the function of the anesthesia machine. A preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the service record, the preuse test failed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional.